Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated rv (right ventricular) oversensing. Concomitant product: 507652 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited t-wave oversensing in both true bipolar and integrated bipolar configurations and at all sensitivity settings. Five days later, a new rv non-defibrillation lead was implanted for pacing and sensing. The high-voltage coils of the rv defibrillation lead remain in use. No patient complications have been reported as a result of this event.